Event description:
It was reported that the device triggered the elective replacement indicator (eri) and premature battery depletion was suspected. It was also reported that the device was unable to sense p waves at most sensitive settings. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4469-45 competitor non defib lead (B)(6) 2009; 5076 non defib lead (B)(6) 2009. (B)(4).